Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported raw skin that was oozing under her breasts. The patient removed the lifevest due to the rash. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.